Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose as 428 mg/dl. The customer's blood glucose at the time of incident was 240 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. While troubleshooting the insulin pump alarmed no delivery again. Customer's blood glucose level was (B)(6). The customer treated their blood glucose level with the insulin pump. The device was not returned.